Manufacturer narrative:
The meter and test strips involved with this complaint have been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log, however, pa was unable to reproduce failure in test. The test strips were evaluated and the primary complaint was not confirmed, however, a secondary issue was noted where the strip failed for control solution high.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.